Manufacturer narrative:
Unit received with critical pump error and unable to download, problem isolated to electronic assemblies. Unit received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported critical pump error. Blood glucose was 166 mg/dl at the time of call. No other alarm followed after the critical pump error. Product is being returned and replaced.